Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 31 mm watchman flx pro closure device was implanted on (B)(6) 2026. During the procedure, the patient was unsettled and was constantly moving on the table despite sedation administration. The patient also had pacer wires that were in the direct path of the transeptal puncture (tsp). The patient was in recovery when their blood pressure (bp) dropped and transthoracic echocardiography (tte) showed a pericardial effusion. The patient was brought back to the catheterization laboratory, pericardiocentesis was performed and a total of 20 cc of pale-yellow fluid was removed. A tte was repeated and showed minimal effusion and the bp was stable; the patient returned to recovery for observation. As of (B)(6) 2026, the patient remained in the hospital with chest pain and pericarditis. Two (2) days after the closure device procedure, the patient had recurrence of pericardial effusion, and pericardiocentesis was performed a second time for bloody drainage. Per the physician, the effusion may have been from the possible interaction with the pacer wires during the closure device procedure.